Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was taken off of the insulin pump due to a hospitalization. Caller reported that the customer was on insulin at the time of the hospitalization. Details of the hospitalization were not provided. No further information was provided.